Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure event observed during analysis. Final analysis found a cable to inner coil abrasion at 81.5 cm to 82.0 cm from the connector pin which exposed the inner and re cable lumen. (B)(4).